Event description:
It was reported that an ilet pump displayed malfunction alert code 61 and became unusable, with the user unable to bolus and receiving an ¿unable to proceed¿ message; the device had been dropped previously and the screen was loose, and the user transitioned to manual insulin therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with the reported alert and loose screen. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.